Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced wound breakdown, device extrusion, and connection interruption along with no performance with the implanted device (specific date not reported) following a head injury sustained in a car accident on (B)(6) 2026. High impedance and open circuit were also noted. The patient was subsequently hospitalized (specific date and duration not reported) and the affected site was sutured and bandaged. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, there are plans to explant the device and reimplant the patient with a new device due to the reported open circuits.